Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It was reported that the pt had no stimulation in the pain area. The pt experienced rib stimulation. X-ray of the lateral image suggested dome rotation to the left. Further diagnostics and the next course of action are under discussion. No further info is available at this time.